Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high pacing impedances, loss of capture, noise, and oversensing.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low amplitude and high out-of-range pacing impedances on the right atrial (ra) lead, measuring greater than 2500 ohms. In addition, inappropriate atrial tachy response (atr) episodes were declared due to noise and oversensing. The patient's ra lead is a non-boston scientific product. It was noted the patient experienced shortness of breath (sob). Furthermore, the right ventricular (rv) lead exhibited high thresholds and loss of capture (loc). The pacing impedances were 1700 ohms. An x-ray was performed and the results were inconclusive. The noise was unable to be reproduced. Subsequently, a revision procedure was performed and the entire ICD system was explanted and replaced. No additional adverse patient effects were reported.